Event description:
The pt had a disposable heating pad on their abdomen. The nurse removed the pad and noted a 3 inch blister on the left side of their incision and 2 small blisters on the right side measuring 1/2 inch each.